Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to use. Moreover, they replaced the infusion set and the patient was not sure whether her infusion was delivering insulin successfully. Currently, her blood glucose level was 139 mg/dl. Further, the patient stated that before walking her blood glucose level was at 215 mg/dl, she thinks that the only reason her blood glucose level was not high currently was because she walked 4 miles.. No further information available.